Event description:
Reported problems with at least 5 different staple guns from 3 lot numbers(p6b381, p6b227 and p5g24). Failure to operate properly caused more lung tissue to be removed than originally planned.